Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss over an hour. The probable cause could not be determined. The reported event of signal loss is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Exterior physical visual inspection was performed and passed. A voltage test was performed and passed. A pairing test/ download was performed and passed.